Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that their therapy shuts off when they move beginning about a year ago. The patient does not want to adjust stimulation because they do not want to mess it up. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.